Event description:
Patient reports "leakage in one of the breasts" and "they found silicone was already in the lymph nodes." Diagnosed by echo ultrasound. This relates to the right device. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b2, b5, d1, d2, d4, d6a, g4, h4

Event description:
Patient reports "leakage in one of the breasts" and "they found silicone was already in the lymph nodes." Diagnosed by echo ultrasound. This relates to the right device. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified; red particles on the shell and broken shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and silicone migration.

Event description:
Patient reported unknown side "leakage" and "silicone was already in lymph nodes." The device remains implanted.